Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump's drive support cap was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported that his blood glucose was high. The customer stated that the insulin pump alarmed no delivery. He was assisted in trouble shooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. No loose drive support cap anomaly noted. (B)(4).